Manufacturer narrative:
Based on the available information there is no documentation showing a causal relationship between the patient¿s reported leak and the liberty cycler. Additionally, there is no allegation of a device malfunction against the liberty cycler for this event. It cannot be determined if there is a temporal relationship between ccpd therapy on the liberty cycler and the leak, as there is no documentation indicating the type, location and/or status of the leak. The liberty cycler was not returned to manufacturer for product investigation. Therefore, it is unknown if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s leak event. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported the patient has a hernia which will require surgical intervention. The hernia was revealed during a CT scan on (B)(6) 2018. The patient was scheduled for a repair on an unknown date. Peritoneal dialysis remained unchanged.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the patient has a hernia which will require surgical intervention. The hernia was revealed during a CT scan on (B)(6) 2018. The patient was scheduled for a repair on an unknown date. Peritoneal dialysis remained unchanged.